Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) we did receive performance data collected from the device and have analyzed the data. The ventricular impedance measurement was in the 400 - 500 ohm range until the last reading on (B) (6) 2010 when the value was 76 ohms. The atrial pace impedance measurement was in the 400 - 500 ohm range except for the last reading on (B) (6) 2010 when the value was 57 ohms. (B) (4) no anomalies found. Partial lead in segments returned and analyzed. Proximal segment returned and analyzed.

Event description:
It was reported the patient called the clinic after hearing the alarm going off. A carelink transmission was sent that showed an atrial impedance of 57 ohms and right ventricular impedance of 76 ohms. "They were normal prior to this transmission." Patient is completely pacer dependent. The patient was advised to come to the hospital and died while driving there. The cause of death has been requested and not received. Follow up with manufacturer's representative revealed the "coroner said cause of death was natural causes, the clinic staff believe it was device related, but need to rule lead failure."

Event description:
It was reported patient called clinic after hearing alarm going off. Carelink transmission sent that showed an atrial impedance of 57 ohms and right ventricular impedance of 76 ohms. "They were normal prior to this transmission." Patient is completely pacer dependent. Patient advised to come to hospital and died while driving there. Cause of death requested and not received. Follow up with manufacturer's representative revealed "coroner said cause of death was natural causes, the clinic staff believe it was device related, but need to rule lead failure." Attorney later alleged "patient received alarms from device, contacted physician and sent carelink transmission and then was directed to go to dr.???s office. On the way (4 hour drive) patient died."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) we did receive performance data collected from the device and have analyzed the data. The ventricular impedance measurement was in the 400 - 500 ohm range until the last reading on (B) (6) 2010 when the value was 76 ohms. The atrial pace impedance measurement was in the 400 - 500 ohm range except for the last reading on (B) (6)2010 when the value was 57 ohms.

Event description:
It was reported the patient called the clinic after hearing the alarm going off. A carelink transmission was sent that showed an atrial impedance of 57 ohms and right ventricular impedance of 76 ohms. "They were normal prior to this transmission." Patient completely pacer dependent. The patient was advised to come to the hospital and died while driving there. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) we did receive performance data collected from the device and have analyzed the data. The ventricular impedance measurement was in the 400 - 500 ohm range until the last reading on (B) (6) 2010 when the value was 76 ohms. The atrial pace impedance measurement was in the 400 - 500 ohm range except for the last reading on (B) (6) 2010 when the value was 57 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - we did receive performance data collected from the device and have analyzed the data. The ventricular impedance measurement was in the 400 - 500 ohm range until the last reading on (B)(6) 2010 when the value was 76 ohms. The atrial pace impedance measurement was in the 400 - 500 ohm range except for the last reading on (B)(6) 2010 when the value was 57 ohms. (B)(4) no anomalies found. Partial lead in segments returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. Device was returned after patient death with low impedance and patient alert. Further analysis revealed, the low lead impedance failure noted was confirmed and was shown to be related to an anomalous value. The anomalous value was found to be due to a gate oxide failure in the transistor.